Event description:
The customer reported that the device gave the "energy not delivered" message while attempting to shock at or below 10 joules. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and informed that the device is no longer supported by physio. Follow up with the customer confirmed that the device was removed from service. The device was not returned to physio-control for analysis/repair. Hence, a conclusive cause of the reported failure could not be determined.